Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient needs long-term chemotherapy for malignant tumour, powerpicc, model 3174118, 4f single lumen PICC catheter was inserted on (B)(6) 2023, 39cm was inserted and 0 scale was exposed, the chemotherapy cycle was completed and extraction was planned on (B)(6) 2024, the catheter was broken at 14cm scale during extraction, the remaining catheter was broken in the axillary vein, the nursing urgently sent the patient to the vascular surgery for incision of the vessel to remove the remaining catheter. Nursing urgently sent the patient to the vascular surgery department for vascular incision to remove the remaining catheter. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the patient needs long-term chemotherapy for malignant tumour, powerpicc, model 3174118, 4f single lumen PICC catheter was inserted on (B)(6) 2023, 39cm was inserted and 0 scale was exposed, the chemotherapy cycle was completed and extraction was planned on (B)(6) 2024, the catheter was broken at 14cm scale during extraction, the remaining catheter was broken in the axillary vein, the nursing urgently sent the patient to the vascular surgery for incision of the vessel to remove the remaining catheter. Nursing urgently sent the patient to the vascular surgery department for vascular incision to remove the remaining catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a single lumen powerpicc catheter. Use residue was abundant throughout the sample and the markings on the molded joint were completely worn off. A shared break was observed between the 13cm and 14cm depth markings. An attempt to test for tensile weakness was unsuccessful as the use residue was hardened within the catheter shaft. Microscopic inspection of the shared break revealed an uneven fracture. The break exhibited regions that were dull and rounded on one side while the other side was irregular. The fracture surface was granular and material discoloration was also observed. The overall shape of the catheter shaft near the break appeared to have been compressed. The dullness and rounded edges of the break suggests material fatigue contributed to the catheter damage. However, catheter likely broke due to tensile stress during removal as stated in the event description. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient needs long-term chemotherapy for malignant tumour, powerpicc, model 3174118, 4f single lumen PICC catheter was inserted on (B)(6) 2023, 39cm was inserted and 0 scale was exposed, the chemotherapy cycle was completed and extraction was planned on (B)(6) 2024, the catheter was broken at 14cm scale during extraction, the remaining catheter was broken in the axillary vein, the nursing urgently sent the patient to the vascular surgery for incision of the vessel to remove the remaining catheter. Nursing urgently sent the patient to the vascular surgery department for vascular incision to remove the remaining catheter. No other information was provided.